Event description:
It was reported that a physician's handheld device was not functioning properly. The handheld device would freeze on the align screen and did not resolve with a hard reset. The physician also tried clearing the screen, but the issue continued. The physician was sent a replacement handheld. Good faith attempts to obtain the old handheld are currently being made.